Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the duodenum and ampulla during an endoscopic retrograde cholangiopancreatography (ercp) with sphincterotomy procedure performed on (B)(6) 2022. During the procedure, while performing sphincterotomy, the cutting wire of the ultratome xl broke. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4).